Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is giving vent inop alarm and has a burning smell. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. As per work order performed under wo (B)(4), ifs voltage fault in error log. Ventilator running on compressor even though vent plugged into wall air. Replacement of gas delivery engine indicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.